Manufacturer narrative:
Device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the infusion set was changed to address the issue and insulin delivery was resumed. Additionally, it was reported intermittent occlusion alarms occurred. Customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose was 247 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.